Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012 to treat an infection and scarring at the implant site. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, patient was placed under sedation on (B)(6) 2012, to facilitate an exchange of the abutment. It was also reported that the patient was also injected with lidocaine. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.